Manufacturer narrative:
Follow up 17-jun-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Company causality comment: this non-medically confirmed spontaneous case report (received via regulatory authority), refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and bleeding (genital bleeding) these events are serious due medical importance and hospitalization and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and pelvic pain may occur. In this case, the consumer started to experience the events three years after the insertion and eight months later, essure was removed. Given positive temporal relationship and their nature, the reported events are assessed as related to essure use. It was informed that essure was removed (intervention required was implied) so the case is regarded as incident. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5038337) in united states on (B)(4) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 with lot number 50512932. The consumer received the following concomitant medication: zoloft (sertraline) 25mg, once a day. On (B)(6) 2014 the consumer started experiencing severe pelvic pain and bleeding. On (B)(6) 2014 essure was removed. An injury (hospitalization) was mentioned but not specified and /or assigned to one of the events. Follow-up will be requested. Follow up information received on 26-feb-2015: ptc (product technical complaint) was provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case report (received via regulatory authority), refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and bleeding (genital bleeding). These events are serious due medical importance and hospitalization and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and pelvic pain may occur. In this case, the consumer started to experience the events three years after the insertion and eight months later, essure was removed. Given positive temporal relationship and their nature, the reported events are assessed as related to essure use. It was informed that essure was removed (intervention required was implied) so the case is regarded as incident. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.